Event description:
Anchorfast skin barrier pads were beginning to lose adhesion and detach from the patient's face, requiring the tube holder to be changed. Skin breakdown - small abrasion on the patient's upper medial lip - was initially noted at that time. Patient intubated on (B)(6) 2026 and found (B)(6) 2026 (8 days post intubation). Patient is post-trauma but no facial edema has been documented. Product used as intended. The ett (endotracheal tube intubation) was taped and repositioned accordingly.